Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine result on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 sid 95066048=9.86 mg/dl/repeated on another alinity ac03361=0.94 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and determined the sensor, trigger (c-35016285-01) was the likely cause. Service adjusted the part and the issue was resolved. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity ac03362 service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of historical data for the part sensor, trigger (c-35016285-01) revealed no trends or systemic issues. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the optics subsystem, provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results. The alinity c service documentation provides removal and replacement procedures for the sensor, trigger (c-35016285-01). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).